Event description:
It was reported by the customer that during routine check the cs300 intra-aortic balloon pump (iabp) charge indicator is not showing. There was no patient involvement.

Manufacturer narrative:
(B)(6). Fse reported that charging indicator was not displaying, and a low battery warning appeared due to a fault in the power supply board. After replacing the defective power supply board, the charging indicator is now functioning correctly, and the unit is operating satisfactorily.